Event description:
A complaint of low readings was received on a customer's freestyle meter. The customer reported that they did not realize that their meter was set in the wrong unit of measurement and had been administering insulin based on the readings obtained. They became sick and had to call paramedics. They were later treated at hospital they also stated that their readings given on their. Meter.